Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and reported that the customer had replaced the main board and motor control board. The stm found the power supply and keypad controller board to be defective as well and replaced them. The stm also replaced the damaged top panel screw. He then verified proper performance of the iabp. The iabp passed all functional, pneumatic and electrical safety tests per service manual. It was then returned to the customer for clinical use.

Event description:
It was reported that during daily routine testing, the cs300 intra-aortic balloon pump generated electrical test fails codes #52 and #53. No patient involvement or adverse event was reported.